Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery. A 2.25x28mm promus element plus stent was selected to treat the target lesion, however, the device was unable to cross the lesion. Parallel wire technique was performed but issue was not resolved. When the device was removed, it was noted that the edges of the stent were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).